Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged into the right atrium and the patient received inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.